Manufacturer narrative:
It was reported that the patient presented arthrofibrosis of left knee requiring subsequent arthroscopy. The associated journey ii bcs oxinium femoral, journey ii bcs insert, journey round resurfacing patellar component and journey tibial baseplate, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Per our risk assessment, possible causes could include but not limited to size of device or traumatic injury. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient¿s medical history available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient presented arthrofibrosis of left knee requiring subsequent arthroscopy.